Event description:
The customer reported to philips healthcare that the dfm100 defibrillator/monitor during testing the device intermittently displays an error message indicating that the device has been disabled (equipment disabled).the efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. There was no patient involvement.

Event description:
The philips field service engineer (fse) later clarified that the symptom was that the device was failing the user initiated operational check (opcheck) general system test and therapy delivery test. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. There was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.